Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where the patient did not remove the needle guard prior to insertion. The blood glucose level of the patient was 295 mg/dl which the patient tried to treat with correction bolus via pump. No further information available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.